Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Significant pain appears three days after implant placement, requiring removal, tooth #44.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4) the following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) oss310, (osseotite implant 3.75 x 10mm) for evaluation. Visual evaluation was performed, slight wear from usage. No damage identified or signs of malfunction. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2023040712. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023040712 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.